Manufacturer narrative:
(B)(4). Additional information: upon review of the additional information provided, the single use device was reprocessed therefore is no longer the responsible of the OEM and the third party reprocessor has been notified.

Manufacturer narrative:
(B)(4). The analysis results showed that one was returned disassembled. Furthermore, the device internal components were noted to be in good visual conditions. In addition a cartridge was returned loaded on the channel with the anvil in the closed position. Upon opening of the anvil the cartridge was noted to be, left side fully fired, right side partially fired 1/4; additionally cartridge deck and lockout were damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the wedges pushing the driver to continue its run. If enough force is applied to the firing trigger the wedges can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. No further testing could be performed due to the condition of the returned device and reload. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: (B)(6), megacolon (morbus hirschsprung), the force to fire the device was higher than normal. After firing the instrument the 5th time it did not open, manual release button has been depressed. Both trigger returned to their normal position but the jaws did not open. A laparotomy was necessary to open the jaws manually. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For what step of the ¿transanal creation of a colon pouch¿ was the tsb35 used exactly? Was the tsb35 really used transanal? Was it used on thick tissue? Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Was the cartridge correct inserted, did they hear the ¿click¿? On what tissue type was the device used? At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 8th, etc.) What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? As the device was finally forced to open, has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm, or was this tissue intended to be cut away anyway? Please specify the amount of additional tissue in cm, or was this tissue intended to be cut away anyway? Has this any impact on the patient, the surgery or the healing process? What was the patient¿s pre-op diagnosis? What is the current status of the patient? Is there any other additional information you would like to share about this device or procedure? What troubleshooting steps were taken to open the device? Was the force to fire higher than normal? What is the patient¿s current status?

Event description:
It was reported that during a transanal creation of a colon pouch, when firing the fifth reload, a crack was heard and the instrument could not be opened pressing the release button. An unanticipated laparotomy was performed to gain access to the jaws of the device. Since the jaws could not be opened manually sterile traumatological tools were used to break the jaws apart and withdraw the device from the patient.

Event description:
"We have received a confirmation of the hospital that the device involved in the incident was refurbished and that recycling of medical devices is usual practice in this health care facility."